Manufacturer narrative:
(B)(4). (Therapy date): unknown date four month prior to explant on (B)(6) 2017. Complainant part is not expected to be returned for manufacturer review/investigation. Sterile part 04.037.056s, lot h058149: manufacturing location: (B)(4). Manufacturing date: march 17, 2016. Expiration date: february 28, 2026. Component parts: lock prong, 130 degree, tfna bp-55 (part 04.037.942.2, lot 9831888); wave spring, shim ended bp-55 (part 04.037.912.4, lot 7921056); tfna lock drive bp-58 (part 04.037.912.3, lot 9982275); raw material lot bp-80 (part 21127, lot h047833). Raw material received from supplier (B)(4). Certificate of analysis received from (B)(4) for titanium meet specification. Raw material receiving/putaway checklist meet specification. Inspection sheet for tfna assembly inspection and inspection sheet for in-process/inspect dimensional/final met inspection acceptance criteria. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Sterility documentation was reviewed and determined to be conforming. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a revision (exchange nailing) was performed on (B)(6) 2017 due to nail breakage and non-union. The patient was treated four (4) months prior to the revision procedure with a trochanteric fixation nail advanced (tfna) for a distal third femur fracture. The nail had broken at the distal locking hole. On an unknown date the patient presented to the emergency room (ER) with pain. An x-ray taken in the ER revealed the nail had broken at the distal locking hole. No information was available regarding patient activity or any contributing factors which may have led to the device failure. All hardware was removed and they did an exchange nailing (replaced with a 12 x 380 mm right, another helical blade and one locking screw). The procedure went smoothly. All nail fragments were retrieved; nothing was left in the patient. No additional medical interventions or unanticipated x-rays were done. Concomitant devices reported: tfna helical blade 85 mm sterile (part 04.038.285s, lot h271333, quantity 1); 2.5 mm locking screw (36 mm) (quantity 1); 2.5 mm locking screw (40 mm) (quantity 1). This is report 1 of 1 for (B)(4).